Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the pressure from the acrobat suv vacuum stabilizer could not be controlled during insertion. A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.